Event description:
The affiliate stated the customer reported false troponin I (access accutni) results, within the risk stratification, for multiple patients, and on separate days involving the access 2 immunoassay system. This is report one of four. Subsequent testing of the samples recovered lower results, within the normal reference range, for all patients in question. On (B)(6) 2012, the customer performed three separate precision tests utilizing the three levels of quality control (qc). All three tests passed within the precision claims of the assay. The false results were released out of the laboratory. There was no report of patient consequence or change in patient treatment associated with this event. Beckman coulter field service engineer (fse) assessed the instrument at the facility.

Manufacturer narrative:
The field service engineer (fse) determined the mixer speed only registered at 2400 rpm (revolutions per minute) (system specification is 2500 rpm ± 20 rpm). The fse noted this was due to a faulty mixer assembly and replaced the mixer assembly. The fse verified the mixer was operating at 2500 rpm. The fse verified the performance of the ultrasonic voltage and temperature, vacuum system and alignments; all parameters were within instrument specifications. The fse performed system exercisers, volume checks and a routine system check; all passed within instrument specifications. Quality control (qc) was within the laboratory's established ranges. The instrument conformed to the manufacturer's published performance specifications. Assembly. All related medwatch reports associated with this incident: 2122870-2012-01774, 2122870-2012-01775, 2122870-2012-01776, 2122870-2012-01777.